Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the video connector socket due to user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. (B)(4) confirmed that the video connector socket case of the subject device had cracks. And (B)(4) confirmed that the reported phenomenon was caused by the cracks. If additional information becomes available, this report will be supplemented.

Event description:
During incoming inspection, no endoscopic image of the subject device was displayed. There was no report of patient injury associated with this event.